Manufacturer narrative:
The blower was returned to the manufacturer for failure investigation. The customer complaint was not verified. The returned part passed all testing. No-fault was found.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported the ventilator alarmed blower temperature high. The ventilator was providing therapy to a patient at the time of the issue and the patient was swapped to a different ventilator. There was no patient harm. The customer spoke with a remote service engineer (rse) and confirmed the air inlet filter is in place and the cooling fan is operational. The customer ran the ventilator but was unable to duplicate the alarm. The rse advised replacing the blower as a precaution. The authorized service provider (asp) evaluated the ventilator onsite and confirmed the presence of error blower temperature high in the logs. The asp replaced the blower, and the issue was resolved.